Event description:
Pt transferred from outside hospital for bloody stools, hgb 7.1, cr. 1.7, plt 52, inr 4. Pt arrived with hr 120's, diaphoretic, pulse oximetry 86% via non-rebreather, power spikes on lvad with elevated flow and low pi, urine noted to be brown-red. Beside echo with large lv, admission labs notable for alt 18, inr 5.3, with k, ast, tbili and ldh unreadable due to hemolysis. Rapid response activated and pt transferred to the ICU. Inotropes started to support lv, sodium bicarbonate gtt for hemoglobinuria. Pt was intubated for respiratory distress. Surgery was consulted and pump exchange was done (B)(6) 2016.